Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h2, h3, h4, h6. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026, sampling from: air-water channel, auxilliary channel, suction channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 11cfu, bacterial identification: peribacillus simplex. Sampling date: (B)(6) 2026, sampling from: air-water channel, auxilliary channel, suction channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 11cfu, bacterial identification: enterrococcus faecium, bacillus species, peribacillus simplex. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: >80cfu, bacterial identification: enterrococcus faecium, enterrococcus casseliflavus. Sampling date: (B)(6) 2026, sampling from: air-water channel, auxilliary channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 1cfu, bacterial identification: brevibacillus borstelensis. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: 2cfu, bacterial identification: bacillus species, coagulase negative staphylococci. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where additional potential adverse events was confirmed where the following device components had foreign material: suction cylinder, air/water cylinder, jet tube, channel tube and air/water tube. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 127 colony forming units (cfus) of enterobacter spp., stenotrophomonas maltophilia and pseudomonas aeruginosa. Also, tested positive for 5 colony forming units (cfus) of stenotrophomonas maltophilia. Aspiration/suction channel and instrument channel were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.